Event description:
A customer reported a tandem mobi cartridge alarm during the load process of the pump. There was no adverse impact to the customer¿s blood glucose level as a result of the issue. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was informed about receiving a new pump with updated software and provided instructions on putting the old pump into storage mode before returning it. The customer acknowledged the instructions and was advised to send the problematic pump back to tandem using the provided return box and pre-paid label within ten days. A replacement pump has been sent to the customer.